Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 1.9, lab: >9. Time between testing: less than an hour. Therapeutic range: unknown. Patient hospitalized with blood in urine, stool, and mouth.

Manufacturer narrative:
The customer reported a hematocrit of 24.2%. A hematocrit that is higher (above 55%) or lower (below 30%) than the validated operating range of inratio systems can cause inaccurate results or testing errors. Additionally, the customer is diabetic and has a history of hypertension. The patient's current health status cannot be ruled out as a possible root cause for the observed inr value. Accuracy comparison test was not performed because the customer did not provide a discrete laboratory reference value. No further analysis of the customer's data was performed. In-house therapeutic donor testing was performed on returned strips lot #305277 on (B)(6) 2013. Results as follows: donor: 212; inratio: 2.2, 2.0, 2.4; reference: 1.84; bias threshold: 1.34 - 2.34; %cv: 9.09. Donor: 197; 1.7, 1.6, 1.8; 1.66; 1.16 - 2.16; 5.88. All products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: customer did not provide a discrete reference value for comparison. Unable to perform the accuracy calculation without this information. Based on the estimated value, the data is not expected to meet accuracy criteria. No product was expected to be returned, so retial products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Patient was identified as being anemic. Patient's condition may have contributed to the unexpected results. As stated in the product insert, inratio has limitation that hematocrit ranges 30-55% have been shown to not affect test results. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.